Event description:
Caller reported air bubbles were observed within the canister. Customer primed the tubing to address the issue. There was no reported adverse impact to the customer¿s blood glucose level.